Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging swelling in the mouth and am after taste like metallic. Medical intervention was not specified. The device was scrapped and cannot be returned to the manufacturer for evaluation and investigation. Three attempts to gather additional information were unsuccessful. At this time, no further investigation can be performed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text: device scrapped.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging swelling in the mouth and am after taste like metallic. Medical intervention was not specified. The device was returned to the manufacturer service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. The manufacturer service center concludes that there were no visible foam degradation and unit got scrapped. Device avail. For eval? , date returned, device eval. By mfg?, box h: evaluation method code, evaluation results code and conclusion code grid has been updated.